Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open -efaa/locked) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated, and a conclusive cause for unintended movement (clip open ¿ efaa) and unintended movement (clip open ¿ locked) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa) and opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtr clip was inserted and the leaflets were successfully grasped in an a2/p2 location. The clip was attempted to be deployed, but after establishing final arm angle (efaa), while unscrewing the lock lever cap, it was noted that the clip had opened. The clip was closed, but this time, the clip opened while establishing final arm angle (efaa). The clip was unlocked and relocked, but it again failed efaa. This occurred one more time; therefore, the physician decided to remove the clip delivery system (cds) and replaced it. One clip was then successfully implanted, reduce mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.